Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the main helium tank was empty. The fse replaced the tank and performed leak tests which did not pass within specifications. To fix the issue, the fse replaced the o-ring and checked all of the helium fittings, and the leak was resolved. Specifically, the leak test passed with -1psi result. Moreover, the fse also found unrelated issues with respect to the ac power and fiber door. The fse then completed a full pm, calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6)

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.